Event description:
Device malfunction: failure to deploy suture (device #2). Symptoms/ae: failure to achieve hemostasis. Time of device malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the suture "did not fire right." A second prostar device was attempted with the same results. The artery was sutured to achieve hemostasis. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded; however, unused representative samples are being returned. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 - prostar xl (part #12322-01, lot #63178-6h), is being filed under MFR #2953114-2008-01169.